Event description:
On (B)(6) 2014, variax fibula surgery was performed. The plate was found to be broken on (B)(6) 2014. Revision surgery was performed on (B)(6) 2014.

Manufacturer narrative:
Evaluation summary: the reported event of the plate breakage could be confirmed. Based on the investigation, the root cause could be not determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as x-rays must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
On (B)(6) 2014, variax fibula surgery was performed. The plate was found to be broken on (B)(6) 2014. Revision surgery was performed on (B)(6) 2014.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.